Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing. The customer reported a blood glucose (bg) level of 170 (mg/dl). Reportedly, the customer believed the tubing was blocked. The customer attached new tubing and observed insulin exit the tubing attached to the cartridge.